Event description:
It was reported the programmer displayed an error code. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer displayed an error code. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) programmer displayed a system error at boot and all the printer lights were flashing. Printed circuit board assembly found out of electrical specification. Printer drawer paper guide was broken off. No stylus with the programmer. Component level analysis was later done on the printed circuit board assembly. It was noted that a microprocessor component was out of specification, further confirming the reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) programmer displayed a system error at boot and all the printer lights were flashing. Printed circuit board assembly found out of electrical specification. Printer drawer paper guide was broken off. No stylus with the programmer.